Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test at 4 lbs due to faulty force sensor resistor. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a manual prime. The customer reported disconnecting from the insulin pump to shower before the alarm occurred. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.